Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. The customer had a blood glucose level of 191 mg/dl and after 15 minutes it rose to 427 mg/dl. They treated the high blood glucose with a manual injection and changed the infusion set. After 25 minutes the blood glucose level from the meter was 120 mg/dl. The customer's current blood glucose level was 239 mg/dl. The customer had symptom of nausea. Troubleshooting was done for the insulin pump. There were no leaks, no air bubbles, and insulin was able to exit without incident. The insulin pump passed the no delivery test. The device will not return for analysis.